Event description:
It was reported that the patient received an inappropriate shock when they stepped in a puddle and were holding onto something at the same time that was not electrically well grounded. The implantable cardioverter defibrillator (ICD) remained in use and was explanted approximately five years later with no issues. No further patient complications have been reported as a result of this event.